Manufacturer narrative:
Single reporter exemption # e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that matches the manufacturer report number. Importer received user facility report from FDA on 02/01/2016; no. (B)(4). The device was reportedly discarded and was not available for manufacturer's investigation. During processing this complaint, attempts were made to obtain complete event. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. With the obtained information it is presumed that the distal section of the guidewire might be trapped in the target lesion or in the vessel, where rotational and/or push-pull manipulation with force exceeding the product design limit might be applied, resulting the breakage of the guidewire. Warning section of the IFU describes; if any resistance is felt due to spasm or the device being bent or trapped while operating the device in the blood vessel or removing it, do not move or torque the device . Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the device is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this device inside the blood vessel, do no torque continuously in the same direction. This may cause the device to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the device rotate it clockwise and counterclockwise alternately. Do not exceed two rotations in the same direction.

Event description:
Reportedly, during a peripheral intervention to popliteal artery, the guidewire tip fractured in the popliteal artery, a small piece was retained in the artery.

Manufacturer narrative:
(B)(4).